Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201032 liner elevated rim 32 mm i.d. Size ii for use with 52 mm o.d. Size ii shell 63671124, 00875305201 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners 63763779. Foreign- (B)(6). The complaint sample was evaluated and the event is confirmed. The device was not returned and the product location is unknown. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02671, 0001822565-2018-02673.

Event description:
It was reported that during a total hip arthroplasty, the patient underwent an intra operative exchange of shell and liner, since liner was unable to be seated into the shell. A second liner also was unable to be seated. Subsequently, the patient's bone was reamed more than anticipated due to the malfunction to use the next size implants. A new shell and liner were implanted. No additional information is available.